Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left external iliac artery, the balloon was reported to have leaked. The vessel had severe calcification, mild tortuosity and % stenosis was unknown. The device was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated using an indeflator, however the contrast leaked from the balloon. Therefore, it was withdrawn out of the patients body and another balloon was used for the procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 das upon receipt.

Manufacturer narrative:
Ni